Event description:
Customer reported, the system produces x-rays on its own. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and replaced the foot pedal. System operates as intended.